Manufacturer narrative:
The device was returned and evaluated. The sma wires were measured to have resistances out of specifications. The sma wire assembly were inspected for manufacturing deficiencies and none were observed. It cannot be conclusively determined if this observation contributes to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of over 400 mg/dl. The patient was wearing the pod for 24 to 36 hours on the abdomen. Patient was treated with manual injections.